Manufacturer narrative:
Reviews of the complaint history, device history record, instructions for use (IFU), manufacturer¿s instructions, quality control, and a functional test & visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned package confirmed that correct device was returned for investigation. The device was provided with the handle in open position, and the basket formation severed from the basket/coil assembly, which was not returned. The male luer lock adapter was finger tight, and the collect knob was tight and secure. The tubing measured 2.5cm in length, with discoloration noted as well as a kink in the basket sheath between 60 & 60.5cm from the distal tip. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted that the only complaint associated with this lot was from the same facility, patient, and procedure. However, the devices had two different and unrelated failure modes. Therefore, there is no indication of a common failure within the lot. Furthermore, reviews of the manufacturer¿s instructions and quality control procedures were conducted, and no gaps were discovered. Moreover, an IFU is provided with the device, which states the following precautions: enclose the device in the sheath before removing from the tray/holder.¿ & ¿do not use excessive force to manipulate this device. Damage to the device may occur.¿ based on the information provided and the examination of the returned product, investigation has concluded that a root cause for this event cannot be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Concomitant product: olympus flexible ureteroscope with 3.6 fr working channel. PMA/510k #: exempt. Investigation is currently in progress. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was initially reported that during a flexible ureteroscopy with laser lithotripsy through a flexor ureteral access sheath, multiple cook extractor devices malfunctioned and would not open, including one device separating (reported under patient identifiers (B)(6)). The separated device was retrieved. Ultimately, the procedure was successfully completed with another cook extractor device. No adverse effects to the patient have been reported as a result of this alleged product malfunctions. Five (5) devices were returned to the manufacturer. Upon completion of the device failure analysis forms on 02jul2019 the following information has been provided: two (2) ncircle tipless stone extractor devices were returned. The first device, (reported under patient identifier (B)(6)) was noted to malfunction in terms of not opening and closing properly. The second device (reference this report) was noted to be "severed" or separated. Three (3) atlas-wire stone extractor devices were returned. During the investigation, it was discovered that all three of these devices were noted to malfunction in terms of not opening and closing properly. It was initially reported that two of the atlas-wire stone extractor devices malfunctioned in terms of not opening and closing properly and were mistakenly reported (reported under patient identifier 267626). It was also initially reported that one of the atlas-wire stone extractor devices separated (reported under patient identifier (B)(6)), but it has been confirmed that the separated extractor device was the ncircle tipless stone extractor (reference this report).